Event description:
This report is being submitted as follow up 1 to MFR report 3003910212-2014-00023 .

Manufacturer narrative:
Saleh, mehdi. 2014 laparoscopic sleeve gastrectomy using a synthetic bioabsorbable staple line reinforcement material: 6 year outcomes. 1-47.

Event description:
Gore received an article, "laparoscopic sleeve gastrectomy using a synthetic staple line reinforcement material: 6 year outcomes." Review of the article identified the use of gore® seamguard® bioabsorbable staple line reinforcement from december 2007 until may 2013. During this time complications that were observed were: 2 staple line leaks that required reoperation with intra-operative blood transfusion.